Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system and the reported events (driveline infection, infection, and pain) could not be conclusively determined through this investigation. It was reported that the patient had a major infection. The patient¿s driveline exit site point is reddened and painful with slimy secretion. There is evidence of a staph aureus infection. Regular dressing changes and local antibiotics were used to control the driveline infection. Additional information from the vad coordinator on (B)(6) 2021 revealed that the patient entered the hospital on (B)(6) 2021. The patient reported feeling weak. A computed tomography (CT) scan of the chest showed pneumonia. Polymerase chain reaction (pcr) test for sars-cov-2 was reported to be negative. IV antibiotics were used to control the pneumonia infection. The patient remained ongoing with heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The heartmate 3 left ventricular assist system instructions for use lists infection and pain as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. This document also contains information regarding the recommended anticoagulation therapy and international normalized ratio range. The heartmate 3 left ventricular assist system instructions for use, contains the following information: section 1 lists infection and pain as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of this document. The hm3 lvas patient handbook is also currently available. This handbook also contains information about preventing infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the ambulance on (B)(6) 2021. They felt weak and their general condition was deteriorated. On (B)(6) 2021 their driveline exit site was reddened and painful with slimy secretion. There was evidence of staphylococcus aureus and bot local and IV antibiotics were given. The patient's dressing would be changed every two days. Additionally, a chest computed tomography (CT) scan showed pneumonia in the left lower lobe. Labs were also drawn and an electrocardiogram was done. The patient was given IV antibiotics to treat the pneumonia and a polymerase chain reaction (pcr) test for sars-cov-2 was negative. The patient's infection was considered resolved/recovered on (B)(6) 2021.